Manufacturer narrative:
The device was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. The device was received with cracked case at display window corners, reservoir tube and battery tube threads. The device was received with minor scratched display window, and with missing end capsticker. (B)(4).

Event description:
It was reported that the customer had a button error alarm on their insulin pump. It was reported that the customer replaced the battery, but received the same error alarm. No further information provided.